Event description:
It was reported that when the customer turns on the external pulse generator (epg) the first line is in english and then the second line comes up in (B)(6). After a few seconds, it converts to completely english. The customer wants to be sure that it does not switch to a language other than english while in use. The customer reports replacing the batteries, and it seemed to resolve the issue, but it was happening intermittently, so the customer is not sure. Technical services indicated that this should not happen, as the epg is programmed to a specific language and should not change. The status of the epg is unknown. Additional information was received which indicated that the "garbled data on the screen during power up and before the display controller chips are initialized." There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.